Manufacturer narrative:
The insulin pump was unable to prime during testing and a motor error alarm occurred, due to protruded/loose drive support disk. The motor passed motor test. The device was also received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube thread, broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent called and reported receiving a motor error alarm on the insulin pump during bolus delivery. The customer's blood glucose level was not known. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The rewind sequence was successfully completed. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.